Event description:
It was reported that the patient, implanted with this lead, received two inappropriate high voltage therapy shocks due to the lead being broken. The lead was unable to be explanted so it was abandoned and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.